Event description:
Note: date of event is unknown. On january 30, 2009, a boston scientific corporation employee became aware of a clinical study article, "the efficacy and safety of duodenal stenting: a prospective multicenter study" published in endoscopy 2007; 39: 784-787. The following information was derived from this article: a wallstent enteral endoprosthesis stent was used for a gastroduodenal stenting procedure. According to the article, three days post procedure, the patient developed septicemia. Septicemia was successfully treated with antibiotics. There is no further information from the article regarding the status of the patient.

Manufacturer narrative:
The suspect device lot number is unknown; therefore, the device manufacture date and expiration dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.